Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump unexpectedly shutdown. Customer's blood glucose level was 144 mg/dl. Reportedly, customer was able to resume insulin delivery.